Manufacturer narrative:
H4: the lot was manufactured between june 04, 2020 to june 09, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed and a small tear was observed at the lower right side edge of the bag. Functional testing was performed which revealed a leak at the affected area. Additional magnified inspection was performed which verified a tear/hole in the lower right side edge of the bag. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked coming from a pin hole at the right corner seam of the bag. The leak was discovered during setup and preparation. There was no patient involvement. No additional information is available.